Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: that due to adhesive peeling around the bending tube, the connection between the bending section and the distal end was detached. Based on the results of the investigation, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited that the due to adhesive peeling around the bending tube, the connection between the bending section and the distal end was detached. There was no patient involvement.